Event description:
Technical services received a call on (B)(6) 2011. Caller stated that this lv lead was implanted on (B)(6) 2011 and while performing a threshold test, there was no capture on the lead. No additional information is available at this time. Lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).